Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer stated she has been experiencing high and low blood glucose all infusion sets are on recall. Customer stated been experiencing low blood glucose for one month. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 146 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The customer stated that the reservoir was showing more insulin than shown on the status screen. The product was not returned for analysis.